Event description:
It was reported that the system 9600emi would not fluoro on command. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Determined that the ccd camera was defective. The service call was postponed/cancelled. Suspect that customer will use third party repair personnel. An additional report will be generated and submitted if further information becomes available.